Event description:
It was reported that during a laparoscopic gastric bypass procedure, the trocars were leaking. There were no pt consequences reported. There is no additional information available.

Manufacturer narrative:
(B)(4). Evaluation summary. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.